Manufacturer narrative:
Product analysis: analysis noted that the external pulse generator (epg) failed incoming functional tests due to a damaged display. All found defective parts were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.